Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery volume accurace test. The pump was received with a full segment display due to a fault lcd driver.

Event description:
Customer's son called in to report two separate hospitalizations and the screen on insulin pump being too dark to read. Customer's current blood glucose reading is 143 mg/dl. Customer was hospitalized for high blood glucose on (B)(6) 2014. Blood glucose reading at the time was over 600 mg/dl. Customer was treated with manual injections. Customer also had a minor heart attack. Customer was hospitalized for low blood glucose on (B)(6) 2014. Blood glucose reading at the time was 68 mg/dl. Troubleshooting was performed for display anomaly. Pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.